Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, the patient underwent intravenous infusion therapy using a PICC line. At 10:10 am on (B)(6) 2025, the catheter ruptured and leaked fluid. The patient was unharmed. Post-incident management procedures for PICC line adverse events were implemented. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided 29/10/2025: the catheter has not been removed. You can continue to use it by trimming and connecting a new pressure relief sleeve.